Manufacturer narrative:
The reported event was confirmed as use related. No sample was returned for evaluation. A potential root cause for this failure could be "user unaware of correct use of device, places device incorrectly". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indication for use: the purewicktm female external catheter is intended for non-invasive urine output management in female patients". The IFU also states "¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the purewick female external catheters were painful to insert. The liberator representative explained the patient that the wick was only an external catheter. The representative provided the wick preparation and placement instructions to the patient. It was noted that the purewick products were delivered to the patient about two weeks ago. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheters were painful to insert. The liberator representative explained the patient that the wick was only an external catheter. The representative provided the wick preparation and placement instructions to the patient. It was noted that the purewick products were delivered to the patient about two weeks ago. No medical intervention was reported.